Manufacturer narrative:
In response to FDA report number: mw5095483. The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected and seroma.

Event description:
Healthcare professional reported via regulatory agency "patient has biopsy proven anaplastic large cell lymphoma", "seroma around implant after failure of antibiotics to resolve right breast erythema and swelling. While two aspirations were negative for neoplasia, right breast capsular excision returned a pathologic diagnosis of capsular tissue with involvement by implant associated anaplastic large cell lymphoma (cd4. Cd30 and ema positive)." Pathological markers confirming alcl have not been received. Device status is unknown. This record is for the right side.